Manufacturer narrative:
(B)(4). D4: serial no/UDI number correction - correction. D4: lot no - additional. H2: additional information. H4: device mfg date - additional. H6: adverse event problem - additional.

Event description:
Subsequent to the initial MDR, additional information and a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.